Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally. It was found to be perpetually rebooting. The receiver was opened and the ui pcba was detached to retrieve the receiver download. A review of the data log observed a automatic on incident date followed by perpetually rebooting. The receiver functional test was attempted but could not be performed. The receiver battery and interior inspection was performed and passed. The reported event that the receiver ceased to function was confirmed due to receiver automatic shutdown followed by perpetually rebooting. The root cause could not be determined.